Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl due to the insulin pump shutting off several times. The customer mentioned that two of their sensors broke. The customer also stated that their sensor was displaying inaccurate low readings of 40 mg/dl when the customer was not low. The customer was sent a replacement sensor.